Event description:
Pt was receiving natrecor, 1.5mg/250ml infusion via imed pc-2 pump. IV tubing developed "aneurysm" type protrusions within the "roller pump" portion of the tubing and pump alarmed. Subsequent follow-up testing of imed pump by clinical engineering dept could not duplicate the problem.